Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿contents: uro-prep¿ tray with: underpad, drape povidone-iodine solution npn 02076144 10cc syringe (prefilled with sterile water) to inflate foley catheter only. Sterile: contents of inner wrap are sterile unless package is opened or damaged. Directions for use on reverse side. Single use only. Do not resterilize. For urological use only. Latex-free, powder-free gloves(2) specimen container and label lubricant packet, forceps, prep balls (5) graduated collection container" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the iodine was missing from the kit. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the iodine was missing from the kit. No medical intervention was required.